Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported charring was noted on the power cord near the strain relief and on the case of the pump. The pump was returned to the biomedical engineering department with an unsigned note that stated, "smoked when plugged in, burnt cord." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. The customer contact noted charring approximately 1/4 to 1/2 inch in length on the power cord near the strain relief and on the case of the pump. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.